Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead had dislodged into the main branch resulted in an elevated threshold. Additionally, the lv lead was unable to be implanted. The physician elected to not used the lv lead and, a new lead was implanted. The patient was stable throughout the procedure.